Event description:
The 2 mm distal tip of teleflex turnpike lp 135 mm microcatheter separated from the bulk of the tapered tip during ptca. The broken tip moved into proximal circumflex and there were concerns about tip getting stuck in the left main. Guidewire was also stuck; laser atherectomy attempted to try to modify the broken tip and retrieve wire. Severe slow flow and pea resulted in patient's death.